Event description:
Note: this report pertains to one of two resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not be released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be released.

Event description:
Note: this report pertains to one of two resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not be released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be released. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no failures were found on the clip. Functional examination was performed, the clip assembly was able to perform the first activation and release the clip assembly. No other problems with the device were noted. The reported event of clip could not be released was not confirmed. Investigation found that the device returned with the clip assembly still attached and it was able to open and close its arms. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.